Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application version 2.8.49335 in use with samsung a13 phone with android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia with convulsions and a loss of consciousness. A third-party treated the customer with 1 mg glucose injection and 5 glucose gels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The user reported missing high and low alarm notifications with the freestyle librelink application. Successfully received high and low alarm notifications using a similar configuration, and was unable to reproduce the complaint. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application version 2.8.49335 in use with samsung a13 phone with android operating system version 13. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia with convulsions and a loss of consciousness. A third-party treated the customer with 1 mg glucose injection and 5 glucose gels. There was no report of death or permanent impairment associated with this event.